Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 had failed with the error device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer had already cleared the issue. All systems were working properly, and users can dispense medications. It was noted that a cable had become disconnected from the rear of the drawer. Fse used remote access software to verify the customers report and confirmed that the system was functioning properly. The system functioned as intended after the customer resolve the issue.